Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a procedure to treat a 100% stenosed de novo lesion in the atrioventricular fistula. An armada 35 5 mm/60 mm was inserted and advanced to the target lesion. However, the balloon ruptured after inflating it to 3 atmospheres. The device was removed and replaced with the same size. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.